Manufacturer narrative:
One tracheostomy tube was received for evaluation in relation to the reported event. Visual inspection noted that that was a mark on the deflated cuff. Functional testing of the device was able to confirm and replicate the reported event. The cuff was inflated with air using a syringe, and the cuff was unable to stay completely inflated. A root cause was unable to be determined due to the nature of the failure.cuff damage is usually due to the patient's anatomy or contact with a laryngoscope. The cuff damage resulting from patient anatomy will differ based upon the nature of intubation(oral or nasal) and may be caused by snagging on the patient's teeth or dentures, or by the patient's turbinate(nasal concha).a DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that two days after the product was inserted into the patient, air pressure of the cuff was lower. It caused a spontaneous removal of the product to occur. There was no patient injury reported.